Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 12 synergy¿ drug-eluting stent was advanced; however, the shaft folded and it broke. The procedure was completed using another coronary endo-prosthesis. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 25cm distal from the distal end of the strain relief. A hypotube kink was also noted 2.2 cm distal from the hypotube break site. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 12 synergy¿ drug-eluting stent was advanced; however, the shaft folded and it broke. The procedure was completed using another coronary endo-prosthesis. No patient complications were reported.